Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to cross the lesion and the railing broke. The physician attempted to cross the second stent, a 2.50 x 12 synergy drug-eluting stent; however, the physician stopped the procedure when he noticed that the railing was going to break again. There were no further patient complications reported.